Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn (B)(4) displayed a tcmid:06 (ce post failure) was confirmed through review of the event log and during functional testing. The investigation findings revealed that the root cause of tcmid:06 error was due to a defective cooling engine (ce) as a result of an aging component. As part of routine service during testing, the console was examined and found damaged bumpers, white rollers, drip tray gasket, coldwell gasket, drip tray gasket, pump lid, missing screws and loose top lid, unrelated to the reported complaint. The thermogard console is a reusable device and was manufactured in 2012 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Event log shows tcmid:06 errors, confirming the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard console with serial number (B)(4).

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. Upon customer approval, the investigation will be performed at customer site and a supplemental report will be filed.

Event description:
During the device setup, the thermogard console displayed tcmid:06 (ce post failure) error message. An alternative system was used to continue the treatment. No known impact or consequence to the patient.